Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fracture of the constraining ring of an implanted pinnacle® revision acetabular cup system in a condition of recurrent anterior luxations of the hip prosthesis. In 2011 primary hip-tep, after two rear luxations in 2014, revision to the above system. After a fall in (B)(6) 2019 again recurrent luxations. Now another revision in (B)(6) 2020 with fracture of the constraining ring.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: b5, h6. H6 patient code: no code available (3191) used to capture the joint instability.

Event description:
Additional information received for medical records that on (B)(6) 2019, patient experienced a fall, right hip dislocation, and bruises.treated with closed reduction. On (B)(6) 2019, patient experienced a right hip dislocation while drying her foot. Treated with closed reduction under anesthesia. Radiographic studies revealed a fractured constraining ring. The patient continued to experience joint instability and revision was recommended. On (B)(6) 2019, patient received a liner and head revision to treat pain, joint instability, recurrent dislocations, and a fractured constraining ring. Upon entering the joint, the surgeon encountered and excised capsular metal staining. Pathology reports confirmed polyethylene particles and metallosis consistent with foreign body reaction. Periarticular scar tissue was removed. The patient was revised with competitor products. Surgical complications included postoperative bleeding anemia that did not require a transfusion.

Manufacturer narrative:
Product complaint # (B)(4).